Event description:
The first surgery was successfully performed on (B)(6) 2024, following a primary periprosthetic infection. During the procedure, the surgeon implanted a custom-made glenoid reconstruction. Unfortunately, on (B)(6) 2025, the patient returned with a shoulder dislocation and a recurrent infection. Due to the recurrence of the infection, a significant amount of fluid accumulated in the shoulder joint, which contributed to the dislocation. On (B)(6) 2025, a dair revision surgery was performed to clean the shoulder. During this procedure, the humeral metaphysis and the polyethylene component were replaced in order to resolve the dislocation and restore shoulder stability.

Manufacturer narrative:
Batch review performed on 22 december 2025. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot. 2406928: (B)(4) items manufactured and released on 06 aug 2024. Expiration date: 22 july 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner d 39/+0mm (k170452) lot. 2408547: (B)(4) items manufactured and released on 13 june 2024. Expiration date:27 may 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation revision after 5 months from the previous surgery due to a dislocation and recurrent infection. In fact, the previous surgery was done due to infection, during which a custom-made glenoid reconstruction was implanted. This is a complex clinical case. The reported events are consistent with progression of the underlying disease affecting the soft tissues and/or insufficient re-establishment of soft tissue tension following surgery. No further conclusions can be drawn based on the available information. Root cause: although a precise root cause cannot be established, the reported events are consistent with progression of the underlying disease affecting the soft tissues and/or insufficient re-establishment of soft tissue tension following surgery. Additionally, the infection detected may have increased the risk of dislocation. There is no indication that any potential issue with the device caused or contributed to the event, and the review of the device history record did not identify any potential manufacturing-related issues.